Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedance, high impedance, and undefined impedance. The alerts were programmed off. In-clinic testing was able to produce non-physiologic variation in impedances. The lead currently remains in use, but an extraction procedure is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.